Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and greased. The generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had an overload charger error and had to be rebooted to complete the case. There was no pt injury or death reported.